Event description:
It was reported that the patient presented in the operating room for a generator upgrade. During the procedure, it was noted that the set screw would not loosen. Medical adhesive was used to glue the wrench to the set screw and the screw loosened. The patient was stable during and after the procedure.

Manufacturer narrative:
The complaint of set screw cannot be loosened was confirmed. Device was received operating at normal level. Connector inspection of atrial channel found damaged septum and debris inside of the setscrew inset. Further inspection of atrial setscrew found top of the setscrew to be stripped off. This is consistent with damages resulting from incorrect torque wrench insertion during removal procedure resulting in stripping of the setscrew and wrench not engaging properly. Once the debris was removed from the inset, ra set screw could be tightened properly. Functional testing of the device, did not find any anomalies. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity.